Event description:
Information was received in a letter from a patient that they had their primary cell implantable neurostimulator (ins) replaced because the battery only lasted two years. The patient had a return of pain as a result of the depletion. At the time of this report no other information was available. Patient was implanted for radiculopathy and spinal pain.

Event description:
Additional information was received from the patient. The patient reported they first started experiencing the dead battery about one month prior to replacement. It stopped working and they had more back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.